Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department after a syncopal episode. A device interrogation was performed, however, no stored electrograms (egms) were noted in the logbook. Boston scientific technical services (ts) discussed that egms are only pulled for the last 72 hours per design. The root cause of the syncope was unknown. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.